Manufacturer narrative:
(B)(4). The device is currently en route to the manufacturer. We will provide a follow up report upon receipt of the device and completion of our investigation.

Event description:
A hospital in (B)(6) reported that during the acceptance check of an rd900 infant resuscitator, it was found that the unit's pressure relief valve was vibrating. They further reported that the movement of the needle was not smooth at some pressures.